Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during insertion through a non-boston scientific guide extension catheter, the stent was completely detached from the balloon inside the guide. Everything was removed together; the stent was removed inside the guide. The procedure was completed with a new guidewire and stent. There were no patient complications.